Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contact reported a fluid leak was discovered during tx complete - step 8 of treatment. The patient was connected during the incident. Fluid was not discovered in the pump module area. Fluid leaked from an unknown location. The contact stated the leak only went onto the floor or the room, and the contact was not been next to the cycler when it occurred. The contact advised that the patient performed a stat drain then went to the bathroom without disconnecting, and when the patient came back the fluid leak was discovered. The contact stated there were no holes or tears on the tubing and the unused lines were clamped. The contact stated the bags had been empty. In a follow up, the patient's spouse told the pd nurse there was no fluid at all on any fresenius products. The cycler was dry and the entire tubing set was dry, but there was fluid found on the floor after patient did a stat drain and then went to the restroom. All clamps were used properly but the spouse had no idea where the fluid came from. The nurse did not think the set was available to return at this time. The patient is still using the same cycler.

Event description:
A peritoneal dialysis (pd) patient contact reported a fluid leak was discovered during tx complete - step 8 of treatment. The patient was connected during the incident. Fluid was not discovered in the pump module area. Fluid leaked from an unknown location. The contact stated the leak only went onto the floor or the room, and the contact was not been next to the cycler when it occurred. The contact advised that the patient performed a stat drain then went to the bathroom without disconnecting, and when the patient came back the fluid leak was discovered. The contact stated there were no holes or tears on the tubing and the unused lines were clamped. The contact stated the bags had been empty. In a follow up, the patient's spouse told the pd nurse there was no fluid at all on any fresenius products. The cycler was dry and the entire tubing set was dry, but there was fluid found on the floor after patient did a stat drain and then went to the restroom. All clamps were used properly but the spouse had no idea where the fluid came from. The nurse did not think the set was available to return at this time. The patient is still using the same cycler.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.